Event description:
This report summarizes one malfunction event. A review of the event indicated that model cq7582j pta balloon dilatation catheter allegedly ruptured at 25 atm on the third inflation. This report was received from one source. The patient's age is 2 years, and weight and gender were not provided. There was no reported patient injury

Manufacturer narrative:
The lot number for the device was provided, therefore a lot history review was performed. The device was returned for evaluation. A visual inspection found peeling outer layer along the length of the balloon, therefore the investigation is confirmed for peeling outer layer and for frayed fibers. The investigation is also confirmed for longitudinal rupture, as water was seen exiting the balloon. A definitive root cause could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the one reported event, the one device was returned to bd and evaluated. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model cq7582j pta balloon dilatation catheter allegedly ruptured at 25 atm on the third inflation. These report was received from one source. The patient's age ranged from (B)(6) years, and weight was not provided. Of the reported patients, gender was not provided.